Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported from a customer in us that incident happened on (B)(6) pm. Specialist, (B)(6) was primer, (B)(6) was primary care nurse. The sig alarm was going off at change of shift and (B)(6) (dayshift specialist) wanted to see how to replace the lotion. (B)(6) dialed down to zero, I clamped and (B)(6) removed the rotaflow drive and placed the lotion. When he replaced the rotaflow drive, the rotaflow console read unknown error and would not let us dial up flow. Specialist thought it was due to misplacement of the rf-32, ensured it was placed correctly. It still read error. Pt o2 saturation was dropping so switched to handcrank, and it flowed fine. Rotaflow console has gotten the error message when priming before. Couldn't dial down to zero, it would not let us do anything. Turned the pump on and off, re-zeroed and then we were able to go back on. The rotaflow drive was not removed - it remained on the patient. According to the ssu us unit is neither under contract or warranty. Equipment has not been serviced by getinge in years. (B)(4).

Manufacturer narrative:
The "unknown error message" occurred during use. This customer has their biomeds work on the equipment, therefore no service call for this. Getinge field service technician asked for the exact error message but user doesn´t remember the error message. Based on the given information the reported failure could not be evaluated and therefore the failure could not be confirmed. Thererfore a most proabable root cause could not be determined. Thus this complaint will be closed and in case significant information becomes available the complaint will be reopen and necessary steps will be initiated. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : 4117

Event description:
Complaint ID: (B)(4).